Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was alleged the keypad peeled prior to the ok keypad button being under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06-nov-2019 with the following findings: during investigation, the keypad cover was found to missing. The up arrow and down arrow buttons were found to be intermittently unresponsive to button presses. The ok keypad button was unresponsive during testing. The keypad was removed and contamination was found under all button key contacts. The ok button contact was missing from the pump. The bolus button was not able to be tested due to the ok key not working. The bolus button was observed to be torn. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.